Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.